Event description:
A report has been received from an end user. It was reported that the hand grips are designed in a way that they cause pain to her hands and she has experienced bruising from using the rollator. No further information has been reported. No report of medical intervention or treatment. The end user was encouraged to possibly try a different model.